Event description:
Transferred to this facility 2003 s/p inferior ami for intervention. Cardiac cath four days later, procedure revealed total occlusion of the right coronary artery and was treated with a 2.5 x 18 mm cypher stent. Six months later, underwent follow-up angiogram which revealed haziness in the rca and required an intravenous ultrasound to investigate. Ivus revealed subacute thrombosis of the rca and was treated with 4.0 x 18mm "liberte" stent.